Manufacturer narrative:
Additional information: one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, air was aspirated into a syringe that connected to the extension tube of the introducer when applying a negative pressure for flushing. Several aspirations were attempted, but the air remained. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.